Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began around 3 months prior to contacting lifescan. The patient reported obtaining a blood glucose reading of 60mg/dl on the subject meter. The patient manages their diabetes with an insulin pump. The patient was unable/unwilling to answer if they made any changes to their diabetes management regimen in response to this reading. The patient reported that 15-20 minutes later they developed a symptom of ¿lightheaded¿ and then ¿passed out¿. The patient stated that their son called the emergency medical services (ems). The patient reported being treated by an hcp with IV fluids and dextrose. The patient reported obtaining a blood glucose reading of 42mg/dl on the ems meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.